Manufacturer narrative:
Batch review performed on 14 jan 2025: lot 2400362: (B)(4) items manufactured and released on 05-apr-2024. Expiration date: 2029-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Preliminary investigation performed by r&d project manager: revision surgery of a gmk hinge tibial insert after few weeks from primary due to unscrewing of the hinge post screw. The hinge post screw was found loosened in the joint. Pictures of the explanted hinge post and relative secure screw have been sent for investigation. The hinge post secure screw looks damaged in its threaded shaft, with threads pressed and deformed. The usage of the torque limiting screwdriver, mandatory for this application, has been confirmed and we can suppose it was properly used. Cause for self unscrewing of the fixation screw is insufficient tightening torque. We can only suppose that the screw was not well in axis with the hinge post while tightening. In this condition, the torque screwdriver (mandatory for this application which usage has been confirmed) signals that the correct torque has been reached even though it has not and the possibility of a unscrewing becomes higher. From preliminary investigation there is no evidence that the event is related to a faulty device. Root cause: based on the available information, no definitive root cause can be confirmed. However, one possible mechanical explanation is insufficient tightening torque during the primary surgery, potentially caused by suboptimal screw alignment with the hinge post during tightening. The investigation does not indicate any potential manufacturing-related issue or systemic deficiency.

Event description:
Revision surgery due to gmk hinge post screw unscrewing and subsequent migration at 2 months after primary. It has been observed that the thread of the screw was damaged. Torque limiter was used. The surgeon revised the insert successfully.